Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's fiance reported via telephone call that nothing came out when a bolus was programmed on the insulin pump. The blood glucose had run over 500 mg/dl. The customer experienced high blood glucose symptoms of agitation and spots in vision, and loss of vision. The customer was treated with a manual injection. The customer was taken to the emergency room with a lesion on the brain. The customer was also hospitalized for 5 days after a diabetes related stroke. The drive support cap appeared normal and recessed. The fiance was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump functioned properly and passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and scratched around casing.

Manufacturer narrative:
The pump passed the delivery accuracy test.